Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h6. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later patient reported "right side is not healing".

Event description:
Patient reported "infection, swelling and exposure on the new device", "hospitalized for 3 days and was on IV antibiotics, prescribed levofloxacin", "infection tested positive for acute cellulitis". Later healthcare professional reported " acute cellulitis, tenderness, swelling, fever, redness, patient was then sent to hospital for IV antibiotics". This record is for the record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.